Manufacturer narrative:
Reliability analysis inspected 2 opened/used infusion sets and performed hand prime using new lab reservoirs and found 1 of 2 occluded at qr connection septum site; remaining passed per spec. Unable to confirm customer received infusion set occluded due to customer returned opened/used. Also performed visual inspection and found 1 of 2 infusion set with bent cannula; remaining passed per spec. Unable to confirm in received infusion sets damage due to returning the product opened/used. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of excessive no delivery alarms from the infusion set. The customer's blood glucose reading was 265 mg/dl. The customer stated that the alarm occurred during bolus. The customer stated that the no delivery alarm was not recurring. The customer was assisted in performing 5.0 unit fixed prime. The customer stated that insulin did exit. The customer stated that the cannula was bent. The customer was advised to return the infusion set.